Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a post operative device check it was found that the patients left ventricular (lv) lead had dislodged. During the lead revision procedure, the lv lead perforated the target branch and entered the pericardium. The lv lead was withdrawn, another target branch was chosen, and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.